Event description:
It was reported during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument was noted to have a broken wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.09 in length. No damage was found on the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.